Manufacturer narrative:
.

Event description:
The customer stated that they received an erroneous result when testing on a coaguchek xs meter with serial number (B)(4). At 1:26 p.m., the customer had a result of >8.0 inr. The customer tested at 1:44 p.m. Using a different finger, resulting as 5.6 inr. The customer has reported the results to his healthcare provider, but has not spoken to his doctor yet. The customer's therapeutic range is 2 - 3 inr. The customer was not adversely affected. The customer has no hematocrit issues and is not on heparin or other direct thrombin inhibitors. The customer does not suffer from (B)(6). The customer has had no change in diet, has no bleeding, has no bruising, and has no additional illnesses. The customer's warfarin dose has not changed. The meter and strips have been requested for return. Relevant retention test strips (lot 124153-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.

Manufacturer narrative:
The customer's meter and test strips were returned and tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 32%. Donor 2 hct: 36%. Testing results: donor #1: master lot: 3.7 inr, customer strip and meter: 3.7 inr. Donor #2: master lot: 2.4 inr, customer strip and meter: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.